Event description:
Drug/diluent: unknown. Fill volume: not applicable. Flow rate: not applicable. Procedure: heart surgery. Cathplace: right side of sternum. A segment of catheter the size of a pencil tip broke off inside the patient during removal. Resistance encountered during removal was a 5 = extreme resistance. The fragment of catheter was not removed from the patient. The catheter appeared stretched and a small nick at end of catheter.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusion: the sample will be evaluated when received and a follow-up report will be filed.